Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating that the tampon strings were frayed and coming apart. No injury was reported.

Manufacturer narrative:
03-mar-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer sent e-mail stating that the tampon strings were frayed and coming apart. No injury was reported.